Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes include storage temperature, and or product failure. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the dressing and removed with the carrier from the dressing, so it could not be used. Dressings in 2 cartons were affected, so the treatment was done with some ointment instead of applying wound dressing. No delay was reported. The products and packages were discarded, so the sample will not be returned and the lot number is unknown.